Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported on (B)(6) 2014 at 5:00 pm she activated a new pod and her blood glucose continued to elevate so she gave a correctional bolus using the pdm bolus calculator (exact bg level and insulin dosage was not provided). Around 9:00 or 10:00 pm before going to bed her bg result were at 500 mg/dl. She felt sick and was vomiting throughout the night. The next day (6/20) she was rushed to the emergency room. Upon arrival she was admitted into the intensive care unit with bg reading at 1100 mg/dl and she was in a comatose state. She stated that she was intubated. They also placed her on an intravenous therapy of fluids and insulin. The pod was removed and her son noticed the needle never deploy the cannula into her skin. The pod was discarded. She was released from the hospital and her healthcare provider placed her back on manual injection at the time of the call.